Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 8.0x29mm omnilink elite balloon expanding stent the stent was a little loose on the balloon. Another unspecified stent was used to successfully complete the procedure. There were no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 device code 2923 removed.

Event description:
Subsequently, per device analysis the account stated what was meant by the stent being loose on the balloon was that the stent was flared. No additional information was provided.